Event description:
It was observed during the device inspection, that the camera head metal part was exposed, endoscopic image could not be displayed and the coupler rattled. There were no reports of patient involvement.

Manufacturer narrative:
E2 - health professional? No. The device evaluation confirmed the customer's reported issue, the cable sleeve is damage. The cable is torn from and there is gap between cable unit, metal part is exposed. Additionally, the endoscopic image could not be displayed was due to disconnection in cable unit, and the coupler rattled was due to a loosened adapter. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.